Event description:
Smiths medical medfusion 4000 syringe pump barrel clamp mechanism did not re-set to its home position causing an error on the syringe size selection and volume/ time delivery of medication. Date: (B)(6) 2017.